Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a heavily calcified, heavily tortuous and 99% stenosed de novo lesion in the left anterior descending artery. A xience prime 2.75x38mm was inserted. Due to patient anatomy, resistance was noted during advancement, and while attempting to cross the lesion, the proximal shaft broke. Therefore, the stent delivery system was removed and replaced with another xience prime 2.75x38mm. Resistance was again felt and the stent was unable to cross the lesion. The stent delivery system was removed and replaced with a same sized xience prime, which was able to cross the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break/material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.